Event description:
It was reported that the patient experienced two bent cannula on (b)(6) 2026, causing hyperglycemia. The high blood glucose (450 mg/dL) was treated at emergency room.

Manufacturer narrative:
(b)(4) / Initial 1 of 2.(b)(6) . Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.Reporting Site: 8021545.Manufacturing Site: 3003442380.